Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2024. The patient's blood glucose levels reached 45 mmol/l (810 mg/dl) with high ketones of 6.8. The pod was worn between 49 and 71 hours. Symptoms reported include feeling sick, drowsy, losing consciousness, stomachaches, and headaches. The patient was treated with fluids (salty water was also administered). The patient was released the following day on (B)(6) 2024. Device was discarded.